Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-04501. Concomitant medical products: femur trabecular metal cruciate retaining (cr) standard porous item# 42502806802 lot# 63930354 . Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one-month post implantation due to infection. Patient and husband went travelling two weeks post op. They end up in (B)(6) ed and drain is inserted into joint due to possible infection. They continue travelling to (B)(6) and, when they present at the hospital, a washout is performed three weeks post op. One week later the prosthesis is removed and a washout is performed and a new prosthesis implanted. There is no additional information at this time.